Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: f/g,promus element,mr,ous 2.50x16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. The 4 most proximal stent strut rows were damaged; struts were stretched in a proximal direction such that the most proximal row was over the proximal markerband. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found a break in the mid-shaft approximately 1080mm distal to the distal end of the strain relief. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the distal right coronary artery (rca). After a 6f non-bsc guide catheter was engaged in the target lesion, a 0.014 x 180cm non-bsc guide wire and another non-bsc buddy wire crossed in posterior descending artery (pda). The lesion was then sequentially pre-dilated with two different 2.0 x 10mm non-bsc balloon catheters. A 2.50x16mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion even after repeated attempts. The lesion was again pre-dilated with 2.0 x 10mm non-bsc balloon catheter and a 2.50 x 18 non-bsc stent was deployed at 14 atmospheres. The stent was then post dilated with a 2.5 x 10mm non-bsc non-compliant balloon catheter at 20 atmospheres. Post angioplasty angiogram revealed no residual stenosis with timi 3 flow in rca. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage and mid-shaft break.